Manufacturer narrative:
Insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test due to compromised force sensor system error alarm. Device was received with broken battery cap, cracked battery tube threads, cracked reservoir tube window, cracked case at display window corner and minor scratched lcd window.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm after an insulin change. Customer's blood glucose was 400 mg/dl. Device had been dropped prior. Drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.